Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 4/5 of his automated peritoneal dialysis therapy. Reportedly, the home patient awoke to the alarm of the homechoice machine and discovered he was disconnected. Baxter's technical service center assisted the home patient in ending the therapy early. Therapy was completed manually and the patient was given prophylactic antibiotics. No patient injury or medical intervention was associated with this incident per the home patient's spouse.